Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patients right leg became mottled with weakened pulses and had a significant increase in vasopressin requirements indicating possible vasoplegia. It was also reported that pulses were lost in left leg completely. Since it was unable to obtain optimal unloading and due to increasing risk of ischemia, decision was made to remove impella to assist with re-perfusion of left leg, re-perfusion catheter in place on right leg from ECMO circuit.